Event description:
The facility alleges the junction box caught on fire. No injury is alleged.

Manufacturer narrative:
No serious injury reported. Dealer alleged a bed caught fire caused by a malfunction. The dealer stated a fire report indicated the bed caused the fire. No report has been released at this time. Bed is being returned for inspection. Malfunction not confirmed.